Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal portion of the device including tip, stent, balloon and parts of the inner and outer extrusion were returned for analysis. The proximal end (including the manifold, hypotube, midshaft extrusion and port bond section) was not returned. It was reported that the stent delivery system was cut in two pieces shortly behind the proximal stent balloon and that the proximal shaft would not be returned for analysis. A visual examination of the crimped stent found distal & proximal stent damage; the struts were bunched distally. The undamaged mid stent crimped profile measurement was within the specification. The balloon cones were reviewed and no issues were noted. An examination of the inner and outer shaft polymer extrusion found a shaft (inner & outer lumens) break 29 mm proximal from bi-component bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x20 mm promus premier select drug eluting stent was pushed through a 6f non-bsc guide catheter, but only half of the stent came out at the exit. The proximal part of the stent got stuck in the guide catheter and the stent struts were rolled up from the proximal to the distal part of the balloon. All the devices were removed together. The procedure was completed with a non-bsc stent. No patient complications were reported. The patient¿s status was well.